Manufacturer narrative:
(B)(4). Results: (arterial/vessel occlusion); (small external iliacs). Eval, conclusion: (small external iliacs).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 60 days ago. The device went in with no problem. The pt had small external iliacs. No other aneurysm and vessel morphology were reported. The images during the case looked fine with no evidence of any problems in the iliacs. The CT scan that the pt had pre-discharge also looked good and the iliac limbs looked fine. There was no evidence of any kinks. It was reported that the pt returned to clinic one month later complaining of pain in his left leg. The physician performed a duplex scan and found that the left limb of the stent graft was occluded. The radiologist managed to extract the thrombus and thus opened the occluded limb by using the thrombectomy system. The graft was then ballooned. There was a small kink in the stent, so another MFR's stent was implanted. No additional clinical sequelae were reported and the pt is fine.